Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer reseated the retractor band on the interface board and verified functionality using the hardware test application (hta), confirming that the system was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 95 main drawer 5 failed and displayed as device not detected on bus. The customer stated that they had already rebooted the station and performed a recover drawer/recovery procedure; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.